Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood/body fluid was observed on the distal conductor (not obstructed). The inner insulation was kinked/buckled and the outer insulation was torn. Blood was observed in/on the helix mechanism. The lead was stretched and damaged at implant.

Event description:
Asku

Event description:
It was reported that during the implant attempt the surgeon felt it was hard to pass the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
Asku